Event description:
Same case as MDR 2134265-2014-04450 and MDR 2134265-2014-04438. It was reported that the patient died. A crossboss, stingray catheter and stingray guide wire had been used in the procedure. No complications were immediately noted at the end of the procedure. Overnight, the patient's condition deteriorated. A liter of fluid/blood was drained off the patient's heart due to internal bleeding. The patient died. An autopsy revealed the cause of death was a lacerated ivc. In the clinician's opinion, the use of the bsc devices did not contribute to the ivc laceration.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).